Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the speaker assembly on the patient electronic device.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. A detached speaker wire was observed resulting in exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause of the detached wire was not determined.